Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements with noise and signal artifact monitor (sam) events. Reprogramming efforts were performed and a ra lead revision is planned in the near future. Currently, this product remains in service and no adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead exhibited out of range pacing impedance measurements with noise and signal artifact monitor (sam) events. Reprogramming efforts were performed and a ra lead revision is planned in the near future. Subsequently, a revision procedure was performed and the ra lead was explanted and replaced. No additional adverse patient effects were reported.